Event description:
It was reported the implantable neurostimulator was ¿flipping around¿ and ¿floating around¿ in the pocket. It was noted there was pus at the pocket, but no indication of infection. It was stated the doctor wanted to do a CT scan prior to ¿opening up¿ the pocket. About a week later, it was reported that no CT scan was done and the battery site was revised. No infection was found. It was indicated that the patient was doing well and therapy was working.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0540e, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).